Manufacturer narrative:
Evaluation summary : it was caused due to the lg cable connector assy worn out. In addtion, we confirmed that the insertion flexible tube (ift) coating damage; however, it is not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The electrical pins on the lg-plug are leaky. The time of event is unknown. There was no report of patient harm.